Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: hyperion. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, heavily calcified 90% stenosed proximal right coronary artery (rca). A 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for pre-dilatation. No resistance was felt during removal of the protective sheath, the balloon was soaked in saline prior to use, but it was prepped (air aspiration) inside the anatomy. The bdc was advanced with no resistance to the lesion and on the first inflation to 8 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance, replaced with a non-abbott bdc to complete pre-dilatation and the procedure was successfully completed with the implantation of an non-abbott stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters, nc trek rx, instruction for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.